Event description:
The customer rec'd a result of 72mg/dl after eating lunch. The customer took their normal medication, 40 mins later the customer felt low blood symptoms. The customer had an upset stomach, was weak, sweating, and delusional. Emergency medical techs were called and they rec'd a result of 26mg/dl. The customer was given a glucose injection. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.